Event description:
Per the info provided co through means of a letter provided by the pt's representative, it stated "surgery to repair leak in pump of prosthesis. Operation was attended by the maker of the prosthesis who ruled that the pump was not defective, consequently, it was reinserted in the prosthesis. Operation was a total failure in that the pump leaked and still leaks". From the info received, it would appear that no device, nor device component(s) were removed or replaced.